Event description:
It was reported that a malfunction alarm with code 16 occurred. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump. The customer used a multiple daily injection (mdi) regimen as a backup therapy. The customer was guided on how to put the pump into storage mode and agreed to return the problematic pump using a pre-paid label.